Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted prophylactically and replaced with another guidant crt-d due to the recall advisory. It was also reported that the device reached elective replacement indicator (eri) battery status before the device replacement procedure. The device was functioning appropriately, and no patient symptoms were reported.